Manufacturer narrative:
The reported issue (the foley catheter was missing from the surestep foley tray system), was confirmed, as cause unknown based on picture received. The foley catheter was missing from the surestep foley tray system, and the product had a protector instead of catheter, the protector was not part of the product. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "this preconnected closed system foley tray contains: lubri-sil i.c all- silicone 400-series temperature-sensing anti-microbial foley catheter." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was missing from the surestep foley tray system.